Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the patient could not get the one touch ultra mini meter to work and that it reverted to memory mode. The medical surveillance specialist was not able to contact the patient or reporter to obtain/clarify information. The reporter said the issue started at 12 pm a day prior. At 1:30 pm, the patient visited the doctor's office and received advice from the doctor who told her to check her blood sugar. No other treatment was mentioned. As a result of the issue the patient continued to take her diabetes medication. She is on a sliding scale or adjusts her insulin. She took 20 units of humulin insulin at 7:30 pm on june 29. The reporter alleges that about a day after the issue started, the patient blacked out and became dizzy. It would be helpful to know the patient's medication regime, whether she ate any less or more prior to her symptoms, and whether she would have done anything differently had she been able to test. No additional troubleshooting was performed. This complaint is being reported because the reporter alleged the patient was not able to test her blood sugar and subsequently experienced symptoms that may have been indicative of hypoglycemia. Replacement products were sent to the patient.